Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event could not be conclusively determined. Endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The surgeon has also indicated that there was no device malfunction in this case; the event was due to patient related factors.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 2 years, 6 months due to mitral endocarditis. The surgeon has indicated that this event was due to patient related factors and not a device malfunction. Per the op report, this patient was "brought to the operating room for replacement of his mitral valve after he presented with sepsis, stroke, and a large vegetation on his mitral valve. The mitral valve was then inspected. There was a large vegetation present on the anterior leaflet. The anterior leaflet was removed and the annulus debrided. The previous mitral valve ring was removed" and a new edwards bioprosthetic valve was implanted. The patient was reported to have tolerated the procedure well without complications.